Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis the customer's reported problem, was unable to be duplicated. Inspected the pump and performed functional tests, the pump passed all tests. Further investigation of the pump determined that the device was working properly. Therefore, no problem was found with the reported issue. It was possible that the medication became low, causing the device to alarm. The passcode is normally asked to unlock the code to continue performing and due to no battery replacement after the low battery notification. Service recommended customer to read the operator's manual. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Information was received indicating that the exact event date was unknown, but it occurred in the week on 09/22/2019-09/28/2019. In addition, it was noted that the patient switched to their back-up pump with a new cartridge to continue infusion of life-sustaining medication.

Manufacturer narrative:
The initial reporter is a clinician.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump alarmed that it was running out of medication. When the patient awoke, the pump was asking for a passcode. The patient confirmed she was using good batteries. The patient was also unsure if she was without medication over that period. There were no reported side effects as a result of the pump issue. The patient also reported frequent site infections. The doctor was aware and has given the patient antibiotics. There were no reported adverse events.